Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears to be related to procedural circumstances, as the patient with into heart block during a pre-implant balloon valvuloplasty before the valve was inserted. The reported unexpected medical intervention, surgery, and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024 , a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 5.4mm and there was calcification extending beneath the aortic annular plane in the interventricular septum. During procedure, after balloon aortic valvuloplasty (bav) patient went into complete heart block and recovered sinus rhythm, but after initial deployment of valve patient went into complete heart block again and did not recover sinus rhythm again. A temporary pacer was left in via neck line per local standard practice to bridge to permanent pacemaker. Due to the patient's anatomy left coronary cusp (lcc) was not covered and had to implant deeper into the non-coronary cusp (ncc) to ensure coverage of the lcc. The final implant depth of the valve was approximately 6mm. On (B)(6) 2024 , a permanent pacemaker was implanted and patient required prolonged hospital stay for monitoring of rhythm. The patient was reported stable and doing well.